Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 182mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, a supply change was performed to address the occlusion alarm.